Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device clip goes out through one side but doesn't close. Unk how case was completed. Surgery was prolonged fifteen minutes. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results of the el5ml found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws and then, one jaw was noted to be broken at bifurcation; three jammed clips were released. The remaining clip was ejected due to the found condition of the jaw. Evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process.